Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt lightheaded and presented in clinic for a follow up. Upon interrogation, it was noted that the device was in backup vvi as a result of cyber security upgrade. The pacemaker was successfully restored to its original settings. The patient was in stable condition post interrogation.